Event description:
According to the reporter: procedure: lobectomy. During right lower lobectomy, the device was fired on b7 bronchus and oversewed the cut end with few stitches. A few days post-op, bronchorrhea was noted. The pt underwent another surgery to resolve issues.

Manufacturer narrative:
(B) (4).